Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device was returned, analyzed, and no anomalies were noted. Concomitant products: 5568 non-defib lead 2007 (B)(6); 4194 non-defib lead 2007 (B)(6). (B)(4).

Event description:
It was reported that the device triggered the elective replacement indicator (eri) and premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.